Manufacturer narrative:
Philips service restarted the system, confirmed normal operation, and recommended follow-up. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the host pc experienced a startup issue with the monitor dark and power button unresponsive on an allura xper fd20/15. The clinical use of the system was outside of use. There was no reported patient or user harm.